Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that biomed stated that the arctic sun device was sent down for not flowing water but they were currently running a calibration and it seems to be passing, they had received an error 25 (patient temperature 2 high) at first and they checked the patient temperature channels and both seemed to work so they retried the calibration, they would call me back if it did not pass.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device passed calibration and the reported issue could not be reproduced. The reported issue was unconfirmed and not a manufacturing or supplier related failure, therefore DHR review was not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that biomed stated that the arctic sun device was sent down for not flowing water but they were currently running a calibration and it seems to be passing, they had received an error 25 (patient temperature 2 high) at first and they checked the patient temperature channels and both seemed to work so they retried the calibration, they would call me back if it did not pass.

Event description:
It was reported that biomed stated that the arctic sun device was sent down for not flowing water but they were currently running a calibration and it seems to be passing, they had received an error 25 (patient temperature 2 high) at first and they checked the patient temperature channels and both seemed to work so they retried the calibration, they would call me back if it did not pass.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device passed calibration and the reported issue could not be reproduced. The reported issue was unconfirmed and not a manufacturing or supplier related failure, therefore DHR review was not required. The reported event is unconfirmed, labeling/packaging review is not required. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.